Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6), product type: catheter. Product ID: 8781, implanted: (B)(6), product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain. It was reported that they were performing a pump revision and they were having difficulties attaching the catheter to the collet using the 8784 revision kit. The rep stated that she would check to see if they had already snapped the collet. There were no reported symptoms. No further complications were reported. Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp was implanting a new 8781 catheter and he was unable to get the section of catheter advanced onto the pin and past the collet. It was reported that the rep discussed the indication for use and off-label. It was reported that the rep was wondering what the ID was for the catheter and possibly attempting to insert a needle into the catheter end. There were no reported symptoms. No further complications were reported. Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the procedure was a catheter revision. It was reported that the reason for revision was a pocket revision that required additional catheter length. It was reported that the rep was notified that the patient would need a revision on (B)(6). It was reported that the patient did not experience any symptoms. It was reported that the cause of the inability to attach the catheter to the collet and the difficulty advancing the catheter onto the pin were not determined. It was reported that the hcp continued to trim existing catheter until the existing catheter was attached. It was reported that the patient's weight at the time of the event was unknown. It was reported that the revision was completed and the patient was receiving therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.